Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated post implant as the device exhibited backup vvi operation. No cautery was used during the procedure. After software download via engineering test page, normal device function resumed. The patient was asymptomatic.